Manufacturer narrative:
Review of procedure ID: (B)(6) shows some patient movement at the time the first arcuate is created showing some slight posterior breakthrough. The second incision appears intact. Proc ID: (B)(6) shows no sign of posterior breakthrough although may have had a slim bed depth due to patient movement. Perforation for the second incision on (B)(6) may have been caused by opening the incision at the time of the cataract procedure. Surgeon can take foot off the pedal and pause/stop procedure and manage patient movement and then resume the procedure at any time. Recommended instrument for opening arcuates is a sinsky due to its shallow and blunt tip to avoid perforation in the or. System functioned as designed. No further clinical follow-up required.

Event description:
On 10/17/2025, doctor (B)(6) -c21u) reported to cas that a perforated lri was noted during procedure ids#: (B)(6).